Event description:
An operator accessed the vista 1500 user interface and input patient identifier (pid) information into the incorrect input field. The operator input the pid information into the sample location field. As a consequence, patient demographic information was not correctly presented at the syngo interface.

Manufacturer narrative:
A siemens field service (fse) was dispatched to the customer site. After analysis of the instrument, instrument data and samples, the fse determined that the cause of the incorrect patient information display was operator input error. The patient demographic information was incorrectly input to the vista 1500 order entry screen. The vista 1500 instrument and syngo software are performing within specifications. No further evaluation of the device is required.